Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo set burst near the patient connection site during infusion of an unknown solution. The set was connected to an unspecified solution bag and patient catheter. A sigma pump was being used to deliver the solution when the event occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: two potential lot numbers were provided- r14j08023 and r14k14136. The expiration date for r14j08023 is october 08, 2019. The expiration date for r14k14136 is november 14, 2019. Lot r14j08023 was manufactured on october 09, 2014. Lot r14k1413 was manufactured on november 15, 2014. The device was evaluated for the reported event. Visual inspection revealed that there was a cut approximately a quarter inch above the inlet male luer with striations observed around it. Microscopic inspection was performed to take a closer look at the cut. The reported issue was verified. However, the cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.